Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 02:51:37.during night drain cycle five, the patient's ultrafiltration reading was 1243ml, indicating the home patient (hp) drained 1243ml more than their maximum programmed fill volume of 2000ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had ultrafiltration reading of 1243ml during the therapy initiated on (B)(6) 2012 02:51:37 night drain cycle 5, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 2012 at 12:13 and the user's actual drain volume during cycle 5 was 2892 ml. The user had a partial fill of 1649ml and the actual drain volume of 2892ml is 145% of largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.